Event description:
It was reported that the patient presented in clinic complaining of diaphragmatic stimulation. A chest x-ray revealed that the right atrial lead was dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.